Event description:
The following was reported to hamilton medical ag: while setting up the vent, the biomed said that he saw tf: 231022 (pexpvalve sensor defect) a few times. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).